Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the patient sustained a hole within the bladder. While performing a planned cystoscopy at the end of the sacrocolpopexy, a hole on the bladder was observed which required intervention. The surgeon repaired the defect robotically by removing mesh and placing a two-layer suture to the hole in the bladder with 2-0 chromic. The patient was discharged home with a foley catheter in place for one week. No postoperative complications were noted. The patient is recovering well. The surgeon indicated that the patient's injury was not related to any da vinci system or instrument errors.

Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.